Manufacturer narrative:
(B)(4). One 8.5f agilis introducer and one dilator were received for evaluation. The returned introducer revealed a leak at the valve. Additional investigation revealed a round hole in the top half of the two part seal. The hole in the seal was consistent with a needle puncture. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Per the instructions for use, the dilator should be inserted into the introducer followed by the needle assembly. The needle assembly should not encounter the hemostasis seal. The root cause classification is consistent with user error.

Event description:
It was reported after the introducer was inserted into the patient, air was aspirated. Another sheath was used to continue the procedure with no consequences to the patient.